Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use (IFU) sections which state: operation manual chapter 3 ¿preparation and inspection¿ section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscope 1. Inspect the objective lens at the distal end of the endoscope for dents, bulges, swelling, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found lost water tightness due to a pinhole on the universal cord, a scratched distal end and bending section cover, a chipped adhesive on the bending section cover, and a deformed video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6) hospital.

Event description:
The customer reported to olympus, the hd endoeye laparo-thoraco videoscope had air/water leakages. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: peeled adhesive around the objective lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.